Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID unk-nv-concerto (unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-concerto (unknown); product type: ; implant date n/a; explant date n/a citation: silverberg, d., bar-dayan, a., raskin, d., canani, s., halak, m.. The jailed coiling technique: an endovascular solution for saccular aneurysms with suboptimal fixation sites. Vascular 33(5) 2025. Doi: 10.1177/17085381241273269 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the evaluation of midterm outcomes of patients with saccular aneurysms treated using the jailed coiling technique. The time frame of this study was a retrospective review of patients treated between 2018 and 2024 at a single institution. Multiple manufacturer¿s devices were used in the study population. There were 17 patients treated with concerto coils included in the study. It was noted that technical success was obtained in all patients. Deaths occurred in the study population. One death occurred on postoperative day 5 in an elderly patient treated for a mycotic saccular aneurysm. The aneurysm was successfully treated but the patient subsequently deteriorated and expired from septic shock. Among patient adverse events included: one persistent endoleak, possibly related to insufficient coil packing; managed conservatively as there was no sac expansion. One instance of distal coil migration into the descending aorta; the coil remained attached to the coil mass and was stabilized against the aortic wall by the thoracic endograft. No further information was provided pertaining to medtronic products.